Manufacturer narrative:
(B)(6).

Event description:
It was reported that burr separation occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, ablation was performed thirteen times with rotawire floppy and the maximum was about 8,000 down, and average was 3,000 to 5,000 down. However, the burr got separated at about 2mm from the tip upon thirteenth ablation; burr was not stuck. A guide extension was inserted from the rotablator wire since the separated burr tip was with the rotawire and another wire (double wire) was then inserted, then the nc 2.0mm, and was removed together with the system. The procedure was completed without replacing the device and such as the issue occurred when the target treatment was already completed. There were no patient complications reported.

Event description:
It was reported that burr separation occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, ablation was performed thirteen times with rotawire floppy and the maximum was about 8,000 down, and average was 3,000 to 5,000 down. However, the burr got separated at about 2mm from the tip upon thirteenth ablation; burr was not stuck. A guide extension was inserted from the rotablator wire since the separated burr tip was with the rotawire and another wire (double wire) was then inserted, then the nc 2.0mm, and was removed together with the system. The procedure was completed without replacing the device and such as the issue occurred when the target treatment was already completed. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device with the rotawire. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device revealed that the burr and 1.5cm of the coil were detached from the coil and loose on the rotawire. The coil was found to be stretched at the point of detachment. The burr and portion of the coil were able to be removed from the wire with no issues. The burr was inspected, and there were no further damages or irregularities identified. During analysis, sheath was found to be damaged at the distal end. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotalink advancer was then connected to the rotablator console control system. When the foot pedal was pressed, the device stalled and would not run. In order to determine the cause of the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected. Inspection of the interior components did not find any damages or defects. Destructive testing was not able to identify the cause of the device stall.